Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7286410, UDI: (B)(4).

Event description:
It was reported the patient was hospitalized due to an increased pain, constipation, and had an anal bleeding. No device malfunction was suspected. The trial leads were pulled out and patient is currently doing well. No further information has been obtained despite good faith efforts.